Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that they are down to charging every 4 days and it used to be every 8 days. Patient stated they have 2 settings in a and b and it doesn't make any difference. The patient noticed that after 5 years of having the ins it had to be recharged every 6 to 7 days and every year they had to charge more frequent. The patient had not changed the therapy settings for years because if they went to high they got a buzzing in their body. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the cause of the implantable neurostimulator (ins) needing to be recharged more often was unknown and there were no programming or activity level changes that led to this. They stated they spoke with a manufacturer representative (rep) who added a new program to their device which now lasts longer and has resolved the issue.